Manufacturer narrative:
Additional narrative: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a bent neuro tip. Therefore, the reported condition was confirmed.the assignable root cause was determined to be due to excessive lateral force or rocking while attempting to cut bone flap. This was further classified as user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the craniotome device had a bent tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.